Event description:
It was reported that patient presented in remote follow-up. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. Programming changes were made on (B)(6) 2024 to resolve the issue. There were no patient consequences.